Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys c-peptide result for 1 patient's urine sample tested on a cobas 8000 e 602 module. The initial c-peptide result was 9.99 ng/ml with a repeat result of 5.46 ng/ml. The patient's urine sample was originally collected on (B)(6) 2018 and stored frozen until the day of the event. The sample was believed to be stored around 1 hour at room temperature between the initial and repeat result. The c-peptide reagent lot information was requested but was not provided. The customer stated that the issue had been resolved. Further clarification had been requested but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.